Event description:
It was rpeorted that during the abdominal hysterectomy procedure, piece of active blade fell into the patinet (piece retrieved). The case was completed with the same like product. No pt consequence.